Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results for multiple patients tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer provided discrepant na and cl results for 1 patient sample. The initial na result was 111 mmol/l with a data flag. The initial cl result was 75 mmol/l. These results were reported outside of the laboratory. The sample was repeated and the na result was 123 mmol/l. The sample was then run on another line and the na result was 139 mmol/l and the cl result was 96 mmol/l. These results were believed to be correct. Upon completion of repeat testing, a corrected report was issued. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The electrodes were last replaced on (B)(6) 2018. The field service engineer (fse) visited the customer site and did not identify an issue. The sample probe was replaced and vacuum lines were flushed. Precision test results were within specification. The investigation was unable to find a definitive root cause.